Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the back of the pump found on september 29, 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer, pillowing overlay, cracked overlay and cracked battery tube. Customer has returned pump due to a crack in the back of the pump. Cracked battery tube confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in the back of it. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.